Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5.5mm to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent into the vessel. The physician injected contrast medium into the patient to check the vessel, the physician observed the contrast medium flowing past the occlusion balloon. The occlusion balloon had deflated unexpectedly. The physician removed the device and completed the case without protection. The patient is reported to be fine.